Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and attempting different cables and adapters did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer service decided to replace the pump, instructing the caller to let the pump battery deplete before returning it, program settings into the replacement, and connect their cgm. The customer was advised to return the pump within 10 days using a prepaid label to avoid charges, and the replacement pump was sent without requiring a delivery signature.